Event description:
Per distributor, batteries are defective. No reported adverse impact to patient.

Event description:
Per distributor, batteries are defective. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver onboard battery s/n (B)(6) was serviced and passed all testing prior to being released to finished goods. Battery smbus data review found no anomalies or permanent faults. Visual inspection of external components found no abnormalities. Freedom driver onboard battery failed functional testing for acceptance at incoming inspection due to the gas gauge leds not illuminating when the button was pressed when the battery was removed from the charger. No additional testing was necessary as the initial complaint was immediately replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported "defective battery" was determined to be an error with the internal electronic connections. The cause of the internal connection issue was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the event. The battery was switched with a backup without any reported adverse impact to the patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.